Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient experiences pain and dizziness when a new type of tram is close to her. The pain is at the site of the magnet and is independent of wearing the audio processor. This only occurs in this situation and lasts a few minutes. Latest information states that the patient also experiences a similar pain when walking through security theft systems in various stores. The patient was explanted on (B)(6) 2016.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The experienced symptoms are most likely related to the active electrode array being partially outside of the cochlea, since reportedly an incomplete insertion was achieved at implantation. As per received information, the patient was experiencing pain and dizziness in the vicinity of certain trams, regardless of use of audio processor, and facial nerve stimulation. The observed symptoms could be reduced with re-fitting; however, the device has been explanted as the patient was still not satisfied with the hearing perception. The patient has been successfully re-implanted with a shorter electrode type. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient experienced pain and dizziness when a new type of tram was close. The pain was at the site of the magnet and was independent of wearing the audio processor. This lasted a few minutes. Latest information states that the patient also experienced a similar pain when walking through security theft systems in various stores. The patient was explanted on (B)(6) 2016. Although the initial symptoms could be improved with re-fitting, the patient was not satisfied with the hearing perception. Due to facial nerve stimulation, the stimulation was reduced and so the hearing sensation was not satisfying. The physician decided for re-implantation. The performance with the new device is good.